Event description:
The customer reported to olympus, that the gastrointestinal videoscope had an defective angle. During the device evaluation, it was found that a foreign object came out the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, bending section cover had discoloration, the adhesive on bending section cover had a chip, the adhesive on bending section cover had white-clouded area, the control unit had discoloration, the paint on the suction cylinder was peeled, the adhesive around objective lens had white-clouded area, the adhesive around light guide lens was peeled, the adhesive around light guide lens had white-clouded area, the connecting tube had a scratch, the connecting tube had discoloration, and the suction connector was dirty due to water leakage. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges- facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200n reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device as cleaned, disinfected, and sterilized before being sent to olympus: yes - was there a delay in the start of pre-cleaning: no - were there abnormalities in the accessories used for reprocessing: no - did the customer flush the air/water nozzle / channel with the detergent solution: yes - did the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges: yes - did the customer flush the air/water nozzle / channel with the detergent solution? Yes olympus will continue to monitor field performance for this device.